Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and confirmed the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the main component of the foreign material was hydrocarbon-based rubber; however, a root cause was not able to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor had black foreign material in the cleaning tank. The issue occurred during reprocessing. There were no reports of patient harm.